Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. This device was then used as an external temporary pacing device until infection clears. There were no additional adverse effects reported. The product was explanted and a new system was implanted.